Event description:
It was reported that balloon rupture occurred. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation; however, the balloon ruptured. No patient serious injury nor complications were reported.